Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's leads had migrated. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-op.